Manufacturer narrative:
The reported event of sensing r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damages.

Event description:
During a follow-up, the right ventricular (rv) lead had a decreased r-wave amplitude. The rv lead was explanted and replaced and the patient was stable.